Event description:
It was reported that this patient presented with pain that radiated on their right shoulder. The device was implanted on the left side. The lead measurements were normal, and no obvious change were seen on x-ray compared to the implant. The physician believed that this patients right atrial (ra) lead was irritation the heart lining. On x-ray it appeared that there was evidence of an atrial perforation. The patient was discharged home with a script for colchicine and will be reviewed in one week. No additional adverse patient effects were reported. The ra lead remains implanted.